Manufacturer narrative:
As reported, patient developed epifascial wound seroma post implant of the phasix mesh. The clinician has assessed the patient¿s postoperative course of epifascial wound seroma as possibly related to the study device and possibly related to the procedure and not recovered/resolved. However, based on the information provided, no conclusions can be made. Post surgical seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per the clinical trial(B)(4): on (B)(6) 2024, the subject patient underwent a radical hysterectomy and lymphadenectomy during which a phasix mesh onlay was placed and secured in place with sutures. The surgery was done with trimming the phasix mesh and the midline fascia was completely closed with slow absorbable monofilament sutures. Patient was discharged on (B)(6) 2024. On (B)(6) 2024 the subject patient diagnosed with epifascial wound seroma measuring approx. 16 x 4 cm appeared below the longitudinal laparotomy scar and was successfully drained. Clear blood-tinged fluid was discharged and punctate sent for microbiology and surgical site infection treated with antibiotics. On (B)(6) 2024 ¿ final result of the antibiogram seroma punctate after enrichment, one germ is found, staphylococcus epidermidis. Continuation of the scheduled antibiotic therapy with unacid. On (B)(6) 2024 ¿ patient underwent CT of the abdomen and puncture of the seroma. Puncture specimen sent for microbiology. As reported, the reported adverse event (epifascial wound seroma) has been assessed per study clinician as possibly related to the study device and possibly related to the procedure and not recovered/resolved. The ae has been assessed as moderate in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).

Event description:
As reported per the clinical trial (B)(4): (B)(6) 2024 - the subject patient underwent a radical hysterectomy and lymphadenectomy during which a phasix mesh onlay was placed and secured in place with sutures. The surgery was done with trimming the phasix mesh and the midline fascia was completely closed with slow absorbable monofilament sutures. Patient was discharged on (B)(6) 2024. (B)(6) 2024 - the subject patient diagnosed with infected epifascial wound seroma measuring approx. 16 x 4 cm appeared below the longitudinal laparotomy scar and was successfully drained. It was also reported that relevant test results/lab data collected on (B)(6) 2024 through microbiology of punctuate confirmed the presence of staphylococcus epidermis. Clear blood-tinged fluid was discharged and punctate sent for microbiology and surgical site infection treated with antibiotics. It was reported that there was no change in therapy and unacid therapy was ended as an inpatient. (B)(6) 2024 - final result of the antibiogram seroma punctate after enrichment, one germ is found, staphylococcus epidermidis. Continuation of the scheduled antibiotic therapy with unacid. (B)(6) 2024 - patient underwent CT of the abdomen and puncture of the seroma. Puncture specimen sent for microbiology. (B)(6) 2024 - patient outcomes got recovered/resolved and was discharged. As reported, the reported adverse event (infected epifascial wound seroma) has been assessed per study clinician as possibly related to the study device and possibly related to the procedure and recovered/resolved. The ae has been assessed as moderate in severity. The reported ae does meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, the subject patient developed a seroma post implant of a phasix mesh. The clinician has assessed the patient¿s postoperative outcome as possibly related to the study device. However, based on the information provided, no conclusions can be made. Post surgical subcutaneous seroma is a clinically understood potential complication of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. Review of manufacturing records confirms product was manufactured to specification. Addendum: this supplemental MDR is submitted to document the additional information provided. Based on the additional information received, no conclusion can be made. The additional information received finds the patient was diagnosed with infected epifascial wound seroma on (B)(6) 2024 and pathology confirms the presence of staphylococcus epidermis. Post surgical subcutaneous seroma and infection are clinically understood potential complications of surgery and are identified in the adverse reaction section of the instructions-for-use, supplied with the device as possible complications. Regarding infection, the warnings section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.